Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with worn bearings. The bearings were replaced, along with other components.

Event description:
It was reported that the handpiece began overheating at the beginning of a surgical procedure. There was no reported patient or user injury, and the case was completed successfully with another device.